Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced abdominal pain and weakness in their right leg after implant. As a result, the patient was hospitalized for 6 days postoperatively and was later transferred to a rehabilitation facility for further evaluation. Follow-up identified the patient is still in rehab and requires a walker and a support band to walk.

Event description:
Follow-up identified the issue has improved but not resolved. Reportedly, the physician believes neurological damage from surgery is the cause. Therefore, explant of the system is not an option for resolution. In turn, the patient was given multiple programs to try as an alternative.

Event description:
Follow-up identified the patient's post-surgical pain still persists. Continuous physician monitoring is the plan.

Event description:
Further follow-up revealed the patient was released from the rehabilitation facility to their home. Reportedly, the patient still experiences difficulty when walking. Prognosis is unknown at this time.